Event description:
The following was reported to hamilton medical ag: summary: tf431015 due to defective mainboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replaced mainboard.